Manufacturer narrative:
The customer did not provide calibration data prior to the event. The calibration recovery on (B)(6) 2023 was within specifications. The customer had unsuccessful calibrations on (B)(6) 2023, but the following calibrations were within specifications. The qc recovery was within the customer's provided ranges. The plasma specimen was collected in a 5ml vacuette lithium heparin tube. The specimen was centrifuged for 5 minutes at 3500 rpm. The recommended centrifugation time for vacuette plasma specimens in lithium heparin tubes is 10-15 minutes. The alarm trace contained "abnormal probe sucking" and "abnormal sample aspiration" errors. These are indicators of possible poor sample quality. The field service engineer (fse) inspected the module and found that the gear pump head was old, the pre-wash tubing was dirty and the procell barrel tube was foggy. He then replaced the gear pump head. He also decontaminated the procell barrel and pre-wash tubing. The fse verified the instrument's performance by low and high-precision tests and qc with successful results.  After service, no further issues were reported by the customer.  The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable troponin t g5 stat elecsys results from several patient samples tested on the cobas 6000 e 601 module. The reporter stated that the initial results were low and the repeat results were elevated (critical high value). The patient samples were rerun on the module and on their other e601. Their other e601 reportedly produced the same or similar repeat results. The reporter was able to provide two examples of questionable results. The reporter was only able to provide the repeat results from the reported module. Sample 1 the initial result was reported outside of the laboratory. The doctor questioned the result based on the patient's symptoms which prompted the rerun of the patient sample. On (B)(6) 2023, the initial result was 7 ng/l. The repeat result was 233 ng/l. Sample 2 the initial result was reported outside of the laboratory. The doctor questioned the result which prompted the rerun of the patient sample. On (B)(6) 2023, the initial result was 6.67 ng/l. The repeat result was 163.4 ng/l. The repeat results were deemed correct.  The reagent lot number is 68811800. The expiration date is 31-may-2024.